Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0011607196); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0011503887); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had a bicuspid valve, as the right coronary cusp (rcc) and left coronary cusp (lcc) appeared to be fused. The patient¿s left femoral artery (lfa) bifurcated at the mid-femoral head. The valve was inspected prior to use. Upon deployment, under-expansion of the valve was visible. Two deployment attempts were made unsuccessfully, and the valve was recaptured and removed from the patient. A new valve was used to complete the procedure. A procedural delay of 10 minutes was reported. No adverse patient effects were reported.